Event description:
It was reported that a patient had a bone graft procedure on (B)(6) 2012 and mesh was used. The patient experienced an infection and no tissue growth over the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally evaluated for packaging integrity. The foil package was intact and it's barrier properties were not compromised. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria. It was reported that a patient underwent a tooth extraction and bone augmentation of the extracted socket on (B)(6) 2012. The mesh was placed over the bone graft material that filled the socket. Approximately, two weeks post operative there was no soft tissue coverage over the mesh. The soft tissue response to the mesh appeared inflammatory and infected. This necessitated premature membrane removal. The patient was treated with amoxicillin 500 mg q8hx7days and rinsed with chlorhexidine bidx14d. It is reported that there are no further complications and the patient doing fine.